Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient was hospitalized to change device. While performing the surgery it was found that the right ventricular (rv) lead had insulation damage. The lead was then surgically abandoned and successfully replace. No additional adverse patient effects were reported.